Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup; unknown liner; unknown head. (B)(6). Literature: h. B. Waterson, m. R. Whitehouse, n. V. Greidanus, d. S. Garbuz, b. A. Masri, c. P. Duncan. "Revision for adverse local tissue reaction following metal-on-polyethylene total hip arthroplasty is associated with a high risk of early major complications" - (B)(6) 2018. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-05255, 0001822565-2018-05256. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that six patients post revision for adverse reaction to metal debris (armd) and trunnionosis experienced significant pain without any obvious identified cause.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Other text : device not returned for evaluation

Event description:
No further event information available at the time of this report.